Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg would not longer provide 24 hours of therapy between charges. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.